Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while placing the active ventricular lead during the implant of an implantable pulse generator (ipg), the lead was "rotated for more than a dozen turns" and "it could not be unscrewed". It was also reported the lead helix suddenly "popped up automatically when it was not in operation". The lead was removed and replaced. No patient complications have been reported as a result of this event.